Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) had been elevated (over 400 mg/dl) throughout the day. After correcting the high bg via the pump, the customer's bg dropped to 64 mg/dl. The contact stated that the low bg was due to an over-correction. The customer consumed candy to correct the bg level. The contact did not know what caused the high bg. Tandem technical support advised the contact to discuss the high bg with a healthcare provider. The contact acknowledged the advice. The contact reported that the time on the pump was "a little off". Cts assisted the contact with correcting the time.